Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer was about to bolus and then received a cartridge alarm 1. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.